Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010; inr: 3.1. Date: (B)(6)2010; inr: 5.2.

Manufacturer narrative:
Both inr results provided by the customer were performed more than three hrs apart. Since time between tests exceeded three hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for a comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Since product is not expected to return, unable to perform further investigation and to determine root cause due to insufficient info. As of 05/19/2010, eight total discrepant complaints have been reported for lot # 224379 yielding a complaint rate of 0.019%. Due to this low occurrence rate, below the alert level of 0.05% and the action threshold of 0.1%, no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.